Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 34.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the first evaluated smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned with the hub of the microcatheter prior to advancement, damage such as this may occur. While functionally testing the smart coil through a demonstration microcatheter, resistance was encountered as the embolization coil offset winds bunched up inside its introducer sheath and prevented to the smart coil from being advanced out of its introducer sheath and into the microcatheter. The offset coil winds likely contributed to the reported resistance. Evaluation of the second returned smart coil revealed that the coil was able to be advanced through a microcatheter without an issue. During functional testing, the smart coil was advanced through a demonstration microcatheter and out of the distal tip without an issue. Further evaluation of the returned device revealed a kink. This kink likely occurred due to advancement against resistance. The non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00823.

Event description:
The patient was undergoing a coil embolization procedure to treat a subarachnoid hemorrhage (sah) using penumbra smart coils (smart coils). During the procedure, the physician placed the first three coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a smart coil through the microcatheter, the physician experienced resistance immediately after insertion into the microcatheter; therefore, the smart coil was removed. After that, the physician advanced the guidewire into the microcatheter with no issue. The physician then attempted to advance a new smart coil through the microcatheter; however, resistance was encountered more distally, around the carotid syphon and the smart coil would not advance further; therefore, it was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.